Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire orientation is incorrect with respect to the plastic tip. The procedure was completed with a second dreamtome rx 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 3009 captures the reportable event of cutting wire orientation. Block h10: visual examination of the returned device revealed that the working length was twisted and kinked, which directly affects functionality/integrity of the product causing the incorrect orientation of the device. The complaint was consistent with the reported event of cutting wire orientation. Reportedly, the failure was noted during the procedure and it is important to mention that no defects were reported by the user during the unpacking or preparation. Moreover, the working length twisted and kinked, is a known issue caused during manipulation of the device or due to the interaction with the endoscope or with other devices also if during insertion the device was not introduced using small movements. Based on the obtained results the review and analysis of all available information indicate the most probable is adverse event related to procedure, the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no anomalies were observed. It was confirmed that the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire orientation is incorrect with respect to the plastic tip. The procedure was completed with a second dreamtome rx 44. There were no patient complications reported as a result of this event.